Event description:
Clinical registry. It was reported by the facility that 641 days after a coronary artery drug eluting stenting treatment procedure, the pt expired. The pt was admitted 2 days prior to the index procedure due to chest discomfort. The pt had increased troponins and was diagnosed with an acute myocardial infarction. ECG showed minor nonspecific st-t changes. The index procedure identified 1 target lesion. The lesion was located in the distal left anterior descending (lad) artery with 80% stenosis, 20mm in length, and 2.75mm in diameter. The lesion was treated with predilatation and placement of a 2.75x28mm taxus express2 stent. Residual stenosis was 10%. The pt was discharged the following day on aspirin and plavix. Six hundred forty-one (641) days after the index procedure, the pt was working when he collapsed. Emergency medical staff started cardiopulmonary resuscitation and the pt was brought to the hosp via helicopter. The pt arrived at the hosp in cardiopulmonary arrest and did not respond to resuscitative efforts. Per facility the cause of death was cardiopulmonary arrest. No autopsy was performed and no add'l info is expected. According to the investigator, it is "unk" if the event is related to the target vessel.

Manufacturer narrative:
D6: it was noted that this device was used past expiration. H6: device eval. A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #6673287 found that the device met its material, assembly and product specs, at the time of release to distribution.